Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. A noise problem was observed on an atrial lead pacer/sense vector. Physician suspected that the noise was caused by the lead pin being a little snug in the new pulse generator. It was mentioned that patient had atrial fibrillation and was cardioverted. No intervention was performed to address the noise. The patient remained asymptomatic to noise.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the atrial lead was capped and replaced on (B)(6) 2018 due to oversensing. Patient was stable before, during, and after the procedure.